Event description:
Additional information was received that before the valve was implanted, the patient had severe aortic stenosis with a gradient of approximately 50 mmhg and a direct transvalvular gradient of 25 mmhg. The implant depth of the valve appeared to be approximately 5-6 millimeter¿s (mm) deep. The valve failure was also reported to have been due to aortic stenosis. It was confirmed that the torn leaflet was responsible for the severe aortic regurgitation.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve within pre-existing non-medtronic surgical aortic valve, the post-implant gradient was 29 mm hg. A post-implant balloon dilatation was performed. The resulting gradient was 8 mm hg. Approximately 6 years, 4 months, and 18 days later, the patient experienced shortness of breath and was re-hospitalized. An ejection fraction of 15% was noted along with severe aortic regurgitation, hemodynamic instability, mild mitral regurgitation, and mild tricuspid regurgitation. It was observed that one of the prosthetic valve leaflets may have been torn. Approximately 5 days later, a valve in valve procedure was performed using a non-medtronic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no evidence of thrombus on the valve, and there was no evidence of leaflet thickening on the valve.